Event description:
An abstract from korea (stent fracture is one of the leading causes of restenosis after sirolimus-eluting stent implantation) reports that 24 restenotic lesions were observed in 22 pts. Of the 22 cases reported, 8 of the case also involved stent fracture. Info regarding additional treatment is not reported in the abstract. This complaint captures one of the cases with restenosis only. Additional info has been requested.

Manufacturer narrative:
Please note: device (crsxxxxx lot#r0103352) is distributed outside the united states. However, it is similar to the united states product cxsxxxxx.